Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error. No further information reported.

Manufacturer narrative:
No button error alarm was noted. The escape button did not response due to corroded keypad traces. No weak signal alarm could be verified due to the unresponsive button. The insulin pump was received with minor scratches on the display window, cracked reservoir tube lip and a missing end cap sticker.